Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204 and check pad messages) was isolated the trunk cable pgnd wire was reading open. The root cause was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was displaying a service code 204 and check therapy pad messages.